Event description:
It was reported that the patient called and described the following event: he had a primary surgery on (B)(6) 2015. The surgery took 7 hours. It was a 2 level fusion fixation. 1 month after procedure, patient noticed that the lower right screw had back out. Eight months later, patient went to a hospital and it was identified that the lower implant had migrated. He mentioned that he believes that the top implant has also migrated. Patient has right leg and right hip pain and bowel movement issues. Patient does have a lawyer but it is solely due to the procedure and the operating surgeon at this time, not against stryker.

Manufacturer narrative:
Catalog# 305010, lot# 0791401. Method: device history review; complaint history review; risk assessment; results: a manufacturing review was performed on both devices and indicated no discrepancies or anomalies. The implants were not returned for evaluation, however intra-op x-ray images and explanted device images were provided. Based on these images the two revised cages are still expanded to approximately the same height as they were expanded intra operatively conclusion: failure of the implants cannot be confirmed. Images provided by the patient show that both revised implants are still expanded to about the same height as they were expanded intra-operatively.

Event description:
It was reported that the patient called and described the following event: he had a primary surgery on (B)(6) 2015. The surgery took 7 hours. It was a 2 level fusion fixation. 1 month after procedure, patient noticed that the lower right screw had back out. 8 months later patient went to a hospital and it was identified that the lower implant had migrated. He mentioned that he believes that the top implant has also migrated. Patient has right leg and right hip pain and bowel movement issues. Patient does have a lawyer but it is solely due to the procedure and the operating surgeon at this time, not against stryker.